Manufacturer narrative:
(B)(4). (B)(6). Four (4) samples were received for evaluation and an evaluation is complete. The samples were received outside of the opened packaging. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The foam in all samples were found perfectly assembled according to specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found separated from four (4) minicaps. This issue was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.